Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. T the customer experienced a high blood glucose reading about a year ago with their last insulin pump. The customer reported that emergency medical services arrived but they did not treat him and the customer refused to go to the hospital. The customer was positive for ketones. The customer declined troubleshooting for the bent cannula. He cannot provide the information for the bent cannula. The device will not be returned for analysis.